Event description:
It was reported to philips that the ECG leads are faulty. The service representative evaluated the device and did not find any faults. Resolution : part replaced successfully. All tests passed. Calibration done on nibo and co2. Unit ready to return to customer for use. The service representative evaluated the device and did not find any faults. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted.

Event description:
It was reported to philips that the ECG leads are faulty. There was no patient involvement.